Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the metal part of the end of the monopolar curved scissors instrument was "uncovered" and the surgeon lost control. The removal of the instrument was impossible and several attempts were necessary before the instrument could be released. The procedure was converted to open surgery techniques with no injury reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information to clarify the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken tube extension to be related to the customer reported complaint. The instrument was found to have the tube extension broken. No material was found missing; cracked tube extension pieces were still intact and attached. For clarification, the broken tube extension likely caused the instrument to be difficult to remove. The root cause is typically attributed to mishandling / misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log for the monopolar curved scissors instrument (pn# 420179-23 lot# k11220214-801) associated with this event has been performed. Per logs, the instrument was used on the reported event date of (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to open surgery due to the surgeon loosing control of the monopolar curved scissors instrument. No further details related to the event were available. While there was no harm or injury to the patient that was reported, system unavailability after the start of a surgical procedure contributed to an injury if it were to recur due to the patient¿s inability to tolerate a procedure change.